Event description:
The manufacturer received information alleging a trilogy evo had a smell like burning plastic. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the technician observed the following error codes- e-42, e-59 (battery not charging), and e-160 in the ventilator's downloaded error log. In addition, defective parts were identified. The system pca, machine flow sensor, obm subassembly and vanity cover ass. The device was repaired and sent back to the customer. The request was made for the device to be returned for investigation.